Event description:
The pt experienced a lack of therapeutic effect and intermittent stimulation sensation approx 4 days post implantation. Results of her trial and up to 4 days post-op were "great", but now she felt no stimulation even at high settings. It was noted that she had 2 urinary tract infections (uti) before her trial period both of which were treated successfully. She had an infection before and after the device implant which were treated with antibiotics, but her physician thought "may be he took her off them too early". She was prescribed a cream which stopped her uti. The pt had plans to follow up with her physician. Further info was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).